Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this reported event was not returned. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : there's no product code or lot number provided, therefore a worldwide complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "reverse shoulder arthroplasty for the treatment of acute complex proximal humeral fractures: influence of greater tuberosity healing on the functional outcomes". Literature article entitled ""reverse shoulder arthroplasty for the treatment of acute complex proximal humeral fractures: influence of greater tuberosity healing on the functional outcomes"" written by carlos torrens, eduard alentorn-geli, felipe mingo, carlo gamba, and fernando santana. Published by journal of orthopaedic surgery published online/accepted by publisher 28 jan 2018 was reviewed. The article's purpose was to retrospectively compare 41 patients treated by reverse total shoulder arthroplasty for cuff tear arthropathy to treat acute complex proximal humeral fractures. All 41 patients received a delta xtend reverse shoulder construct. No specific patient identifiers were given in the article. Radiographic images can be found on pages 3 and 5 of the literature article. Depuy products with known adverse event(s): metaglene, locking screw, glenosphere x2, humeral cup x 2, humeral epiphysis, humeral stem. Adverse events: 7 cases involving pain with no evidence of treatment. 6 cases involving scapular notching with no evidence of treatment. 5 cases of osteophytes with no evidence of treatment. 1 case of dislocation 2-weeks post-op with revision of glenosphere and humeral cup.